Event description:
Procedure type: unk. According to the reporter: when the mesh was inserted through port, it ripped off the grey seal, and it had to be retrieved from inside the port. There is no patient injury reported. No further patient information has been disclosed.